Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the pt had replacement ins and lead placed today. The caller states that during the procedure, they could not get impedances to 'clear' with normal troubleshooting considerations. The caller noted, on top of typical troubleshooting, she had the doc put a towel on the pocket site to make sure it was dry, made sure the bovee pad was as far away from ins site as possible. Eventually, the caller tried using a different ins. The caller noted that the anesthesiologist actually had taped the mdt pacemaker magnet to the pt's chest during the procedure for the pacer to be off--agent unable to say if that could have had any effect on impedances. The caller notes that once the second 97800 and 978b1 lead were implanted, the pt was closed up and post-op impedance check showed impedances that were 'fine'. Agent redirected caller to customer service.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances not clearing was unknown but likely a pacemaker magnet taped to the patient's chest. They noted that the patient had a heart pacemaker and anesthesia taped the magnet to the patient's chest. When asked about the steps taken to resolve this issue, they stated that the issue was resolved and the impedances cleared once the magnet was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.